Manufacturer narrative:
The device was received, evaluated and retained by this MFR. An 18mm tear was noted in the balloon. The edges around the tear are indicative of excessive pressure. Based upon our engineering evaluation it appears user technique rather than a product problem may have contributed to this event. However, we cannot determine the exact cause for this event.

Event description:
A balloon ruptured on the initial inflation during a renal angioplasty procedure, a 2nd balloon catheter was used to successfully complete the procedure, with no pt complications. This device is currently being evaluated by co's engineers. Upon completion of the engineering eval a supplemental medwatch will be forwarded under the appropriate sequence number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, until completion of the engineering eval, co cannot determine the exact cause for this event. Co's directions for use states: "to prevent balloon rupture, the recommended balloon inflation pressure should not be exceeded. Do not advance the guidewire or the catheter if resistance is met without first determining the cause of the resistance and taking remedial action never manipulate the catheter with the balloon inflated."